Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ulcer formed over the catheter, exposing the catheter. The patient had the catheter removed on (B)(6) 2012 and the pump remained in place. The patient was reported to be "fine" and was taking oral baclofen. The patient was not receiving intrathecal therapy following the catheter explant. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).